Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, the first reload was able to fire but the staples were not a perfect b shape and the staples fell into the patient's cavity. A second reload was used and the surgeon was able to press the green button and was able to squeeze the handle, but was not able to fire. The third reload was able to fire but the staples did not form a perfect b shape and the staple line was incomplete at the proximal part. The staple line was fixed by using another reload. There was no patient injury.